Manufacturer narrative:
E. Facility name exceeds character limit: (B)(6) medical center h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte ag bc global hole in catheter. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about blood leaked from the hub during use. Customer reported that after the puncture was completed, blood leaked from the main body, and upon checking, a pinhole was found in the main body.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. The report of a of a leak was confirmed and the cause was associated with molding damage of the yellow catheter adapter. Four photographs and one 24g insyte autoguard IV catheter was provided for investigation. A microscopic examination revealed breaches in the adapter due to a malformed molded component. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.